Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review for lot 1808018 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Retained product of this lot were evaluated and no empty boxes were identified. Product is visually inspected throughout the packaging process according to procedure, verifying proper quantity and identifying any empty packages. All inspections results were reviewed for lot 1808018 and no issues related to this failure were identified. As the packaging process is performed manually, we recognize this issue may occur due to operator error. Based on our investigation, no documented incidents were identified during manufacturing and retained samples were verified to contain the proper quantity, therefore we cannot verify a definitive root cause at this time. Manufacturing personnel have been of this incident. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Root cause description: an isolated error during manual packaging performed by the operator may be considered as a possible cause of this complaint. Nevertheless, as no annotation or no-conformance related to the alleged defect was recorded in DHR from lot 1808018, no issues were found on package where retained samples were collected, and no pictures were received confirming the event reported. It could not be confirmed, and root cause cannot be clearly established. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Our manufacturing facility was alerted and a qip project 1942 has been opened for complaints reduction related to manual packaging in spinal needles area. This project will consider a re-training to all manual packaging personnel from spinal needles to reinforce the performance of the inspection and tests during manual packaging.

Event description:
It was reported that 100 whitacre sets 25ga 3.50 in experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: 4 empty box found in intact case of whitacare. 17apr2020: customer response: one case contain 200 units and if we calculate in box then it is 8 box so in one case there is 8 box and each box contain 25 units here 4 empty box was found in one case that means 100 units were short ..apart from this I would like to inform you there was not any label (incomplete box) attached.